Event description:
Pt had fusion with posterior fixation for failed prior fusion and mrsa infection. The rods were noted to be broken and pt had pain and crepitus from broken rods rubbing together. Pt had removal and refusion of nonunion in 2007. In light of pt's clinical setting, this is inertpreted by me as a failure of the pt's biology, not a failure of the device.